Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an endoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not detach from the catheter. Multiple attempts was made to deploy the clip by maneuvering the scope in different positions but still unsuccessful. Ultimately, they had to pull the device to rip the clip off the tissue. It was reported that there was abnormally high resistance felt before the spool reached the end of the stroke. No patient complications have been reported as a result of this event. The patient had fully recovered at the end of the procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) block h6: medical device problem code a15 captures the reportable event of clip unable to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. Microscopic examination was performed and it was found that the bushing had hit marks on the inside face of the bushing. Dimensional examination was performed on the bushing outer diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip would not detach from the catheter was not confirmed. The device was returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any problem that could contribute with the problem faced by the physician. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an endoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not detach from the catheter. Multiple attempts was made to deploy the clip by maneuvering the scope in different positions but still unsuccessful. Ultimately, they had to pull the device to rip the clip off the tissue. It was reported that there was abnormally high resistance felt before the spool reached the end of the stroke. No patient complications have been reported as a result of this event. The patient had fully recovered at the end of the procedure. No further information has been obtained despite good faith efforts. **additional information received on may 28, 2022** the anatomy location was in the colon.